Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead and right atrial (ra) lead had both completely dislodged at some point during routine use. It was noted via x-ray that the ra lead was pulled back all the way into the device pocket and the lv lead was in the inferior vena cava. Upon opening the pocket it was determined this was due to twiddler's syndrome and it was noted that all of the leads were twisted and tangled up. The physician elected to explant and replace both leads due to the kinked and tortuous nature of the leads. No further patient complications have been reported as a result of this event.